Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The pump remains in use supporting the patient. A direct correlation between the device and the reported infection could not be conclusively determined through this evaluation. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient called the health professional and stated that there was drainage coming from the driveline site. The patient followed up at an outside hospital, and wound cultures were positive for staphylococcus aureus. The patient was given oral antibiotics, doxycycline, for 14 days. On (B)(6) 2016, the patient reported that the driveline site had healed.

Event description:
Additional information: it was reported that the patient was admitted to the hospital (B)(6) 2016 due to a driveline infection. A swab culture of the wound tested positive for (B)(6) and serratia. The patient underwent treatment with a prednisone taper and on (B)(6) 2016 also completed a course of ertapenem therapy with minocycline oral antibiotics. A CT of the chest/abdomen/pelvis was negative for abscess or fluid collection at that time. On (B)(6) 2016, the patient was again hospitalized due to a sustained driveline infection. Prior to the admission, the patient reported experiencing a couple days of purulent drainage from the driveline exit site. The c-reactive protein (crp) blood test showed that the patient's inflammatory markers was at 62 mg/dl, which was elevated from 10.5 mg/dl on prior discharge. A repeat CT scan was again negative for abscess. The patient remained hemodynamically stable with no fevers this admission. Lab test results showed that the white blood cell count was 13.7 x 10^9/l. Blood cultures taken showed no microbial growth. A wound culture grew serratia and pseudomonas. The infectious diseases service (ID) was consulted for assistance with antibiotic therapy, and the patient was discharged with recommendations to complete a 2-4 week course of meropenem until the next follow-up appointment in the ID clinic. No further information was provided.

Event description:
Additional information: it was reported that the patient exhibited systemic inflammatory response syndrome. White blood cell count x 10?l: 13.7 temp: 102.7 f. The patient does not have sepsis. The site of infection appears to the driveline where a positive microbial culture of polymerase chain reaction result confirmed the site of infection as the driveline. Pathogen is bacteria; other gram negative bacteria; serratia marcescens. The patient was admitted on (B)(6) 2016 for (B)(6), driveline infection. The patient was discharged on a 6-week course of vancomycin. The patient reported fevers leading up to current admission. Computed tomography of abdomen/pelvis performed at outside hospital on (B)(6) 2016 without evidence for intrathoracic abscess. Patient had fever to 102 f on (B)(6) 2016 with rigors and altered mental status (B)(6) 2016. Lvad site culture growing serratia and staph aureus. Infectious disease department was consulted and recommended discharge with meropenem 500mg every12 hours, (B)(6) 2016 and started ertapenem 500mg IV every 24 hours (renal dose). The plan is to continue therapy until approximately (B)(6) 2016.